Event description:
In the course of a kidney stone lithotripsy case, the surgeon noted that smoke was coming out of the transducer (handle) component of the ultrasound probe. This was followed by some metallic pieces of material flying out of the transducer and imbedding in the surgeon's surgical mask. Two (2) small holes were found in the material of the mask. No injury occurred. There was a piece of metal sticking out of the hard plastic case of the transducer.